Manufacturer narrative:
Failure event was observed during analysis. A partial lead measuring 53.5cm was returned in one piece for analysis. Final analysis found one external insulation abrasion breaching the optim sheet only, consistent with friction to the device can, was noted at 41.1 ¿ 41.3 cm from the distal tip.

Event description:
This report is to advise an event observed during analysis.